Event description:
The lead has been returned for analysis.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned in two segments including a 138 millimeter (mm) proximal segment and a 475 mm distal segment. An extracting stylet remained within the distal segment. Evidence of suture sleeve tie-down sites were observed at 258 and 264 mm from the is-1 terminal pin. The rs- coil was fracture at 262 mm on the distal segment indicating that the fracture likely occurred beneath the suture sleeve. The coils showed signs of fatigue with mechanical damage. This finding likely contributed to the clinical observation.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pulse generator displayed high, out of range pacing impedance measurements. A revision procedure was performed and the lead was explanted. This information was reported to a boston scientific field representative by a hospital staff person. The lead is to be returned. There were no additional adverse patient effects.